Event description:
A complainant reported the patient was on impella cp support. While on support, there were frequent position in aorta alarms, but no position or suction alarms. The alarm was occurring and disappearing spontaneously repeatedly. Since there were no hemodynamic problems, the catheter was weaned and removed. Alarm did not occur at the time of removal. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation placement signal issue has been completed. There were no damages found and the pump. Due to lack of clinical details and no data logs returned, the root cause of the optical signal issue cannot be determined the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-22932.